Manufacturer narrative:
Updated fields: h6 and h10 correction to h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their visera elite video system center device in a therapeutic laparoscopy, they encountered a b30 error when connecting model number ltf-s190-10 to model number otv-s190. The customer was instructed by the representative to wipe the video connector of model number ltf-s190-10 with ethanol, but this did not correct the issue. As the b30 error persisted once the ltf-s190-10 was switched for another model, the issue was isolated to the otv-s190. The device was switched out for a similar device, and the procedure was completed with no other issues reported. There were no reports of patient or user harm associated with this event.